Event description:
The user facility in (B)(6) reported during vitreous surgery the cutter stopped cutting; however aspiration continued. No pt injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.